Manufacturer narrative:
According to the practitioner the two implant didn't take and failed to integrate. The two implant have been placed in 11 and 21 position on (B)(6) 2017. Four months after the implantation, the practitioner has found that the two implants failed to integrate.

Event description:
Two implant fail to osseointegrate.